Event description:
During the procedure with the patient on the table, the computer would not boot and the case was cancelled.

Event description:
During preparation with the patient on the table, the dws computer would not boot and the case was cancelled. There were no consequences to the patient. The case has been rescheduled for the following week.

Manufacturer narrative:
One ensite velocity¿ dws7 computer was received for evaluation based on the information provided to abbott and the investigation performed, the root cause was isolated to the media disk located in the optical disk and the reported issue was resolved by ejecting the disk. The computer operated as intended with no anomaly found.